Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of pneumothorax is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: pneumothorax.

Event description:
Healthcare professional reported "complications detail. Pneumothorax. Grade: (a) local anesthesia procedure. Surgical procedure without replacement of artificial material (te or sbi as it is)". Affected side is left. The device has been explanted.